Event description:
It was reported by the affiliate that the blake drain was used in conjunction with a reservoir and that there was no drainage for 5 minutes after activating the reservoir. By further manipulation of the reservoir the drainage started slowly, but the suction appeared to be less than expected. It is opined that as a result a hematoma developed and the pt was re-operated on to evacuate the hematoma. The pt is reported as stable.